Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows a maxcore biopsy device appears to be in full primed position with needle and side firing button also visible. The second and third photo shows a maxcore devices appears to be in full primed position placed on the package also the labelling information matches with the track wise details. No other anomalies were identified. Therefore, based on the investigation is kept as inconclusive for the reported failure as no objective evidence was provided. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided kidney biopsy through soft density tissue using a maxcore instrument. It was reported that during the procedure, the outer cannula of the device failed to fire. A coaxial needle was used, and the procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided kidney biopsy through soft density tissue using a maxcore instrument. It was reported that during the procedure, the outer cannula of the device failed to fire. A coaxial needle was used, and the procedure was completed by another device. There were no patient reported injuries.